Event description:
It was reported that the lead was capped 14 months after the implantation due to oversensing.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided data for the period from the (B)(6) 2018 until the (B)(6) 2019 showed stable pacing impedance (approx. 600 ohms) and shock impedance (approx. 45 ohms). The r-wave amplitude showed a slight declining trend from 10.5 mv to 8 mv. The iegm episodes demonstrated artifacts on rv and farfield channels, which was consistent with the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.